Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an 11.5mm (B)(4) implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to elevated iop. The patient experienced pigment dispersion and iris atrophy. The icl was not exchanged for another lens. At the last post-op visit the patient's bcva was 20/23.

Manufacturer narrative:
Lens work order search, medical review. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - this patient has very shallow anterior chamber and small anterior segment in both eyes. The wtw was 10.9 mm and acd was 2.9 mm for od. Elevated iop in the presence of an optimally vaulting lens (icl) may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable), remaining viscoelastic, narrow angles, crowded anterior chamber, etc. No conclusion can be drawn: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).